Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent an endovascular aortic aneurysm repair with a gore® excluder® conformable aaa endoprosthesis (cxt281412e), a medtronic sheath, as well as another introducer sheath. During the procedure, the physician used a non-gore sheath from medtronic with a size of 16 french. The cxt281412e device was then advanced, and the main body was successfully positioned at the intended site. The physician tried to remove the delivery catheter of the cxt device, but felt a slight resistance when pulling it through the sheath. However, as the physician thought that resistance related to the medtronic sheath valves, he did not stop pulling and continued further until the nose cone broke off. In that moment, the leading end of the device catheter was broken completely and remained inside the patient, at the level of the common iliac artery. Reportedly, the physician stated that the catheter's leading end with the nose cone was hanging at the proximal tip of the medtronic sheath at the exit hole. After several attempts with a guidewire, the physician successfully retrieved the detached proximal nose cone with all parts from the patient. That nose cone was subsequently removed, and the sheath was exchanged to allow completion of the procedure as planned. The result of the procedure was satisfactory. The patient tolerated the procedure.

Manufacturer narrative:
Updated g3. Updated b5 - describe event or problem. H6, medical device problem code: a150301 is no longer applicable. Health effect - impact code: code f1908 added. Code f26 is no longer applicable. Type of investigation: code b14 and b15 added. Investigation findings: code c23 and c19 added. C21 is no longer applicable. Investigation conclusions: code d1102 and d15 added. D16 is no longer applicable. Investigation summary and conclusion: a review of the manufacturing records indicated the device met pre-release specifications. The delivery catheter was discarded by the user, but two photographs were returned for evaluation. One photograph shows the leading end of the gore® excluder® conformable aaa endoprosthesis delivery catheter resting on a surface having many scratch markings. The leading end of the delivery catheter includes the leading nose cone and inner body tubing, and the assembly has separated from the rest of the catheter. The other photograph shows the trailing end of the delivery catheter where the leading end separated at adjacent the bump assembly. The endoprosthesis is not present in either photograph, and there is evidence of blood contact in both photographs. The reported information indicates a potential device malfunction has occurred where resistance was encountered during withdrawal of the gore® excluder® conformable aaa endoprosthesis delivery system through the sheath following successful deployment of the endoprosthesis, and the leading end of the delivery catheter separated after continued withdrawal force. The provided device photographs confirm separation of the leading end of the delivery catheter as reported. The reported information indicates the user thought the withdrawal resistance came from the non-gore sheath's valve, not due to interference at the leading end, so withdrawal continued resulting in separation of the leading end of the delivery catheter. The gore device instructions for use provides instruction and warn to not continue withdrawing the delivery catheter when resistance is felt. Instead, the source of the resistance should be identified, and, if necessary, both the sheath and delivery catheter should be withdrawn together to avoid damage. The cause of the reported device and sheath interaction which created withdrawal resistance could not be established with the available information. The cause for the subsequent delivery catheter separation may be attributed to the user's continued withdrawal through the resistance as reported.

Manufacturer narrative:
H3: device evaluated by manufacture: no manufacturer evaluation of the involved product is possible. The catheter breakage and the parts from the catheter were discarded at the facility. H6, further communication is required to reach final conclusions. The involved products (a non-gore introducer sheath and the gore device catheter) are not able to evaluate, not accessible to gore. The gore cxt device with serial # (B)(6) was implanted successfully. The review of manufacturing records for the provided lot/serial number is pending. The investigation will be concluded in the next report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent an endovascular aortic aneurysm repair with a gore® excluder® conformable aaa endoprosthesis (cxt281412e) device, a medtronic sheath, as well as another introducer sheath. During the procedure, the physician used a non-gore sheath from medtronic (sentrant¿ introducer) with a size of 16 french. The cxt281412e device was then advanced, and the main body was successfully positioned and deployed at the intended site. The physician tried to remove the delivery catheter of the cxt device but felt a slight resistance when pulling it through the sheath. However, as the physician thought that resistance related to the medtronic sheath valves, he did not stop pulling and continued further until the nose cone became off the catheter. In that moment, the leading end of the device catheter broken off and remained inside the patient, at the level of the common iliac artery. Reportedly, the physician stated that the catheter's leading end with the nose cone olive was hanging at the proximal tip of the medtronic sheath at the exit hole. After several attempts with a guidewire, the physician successfully retrieved the detached proximal nose cone with all parts from the patient. That nose cone was subsequently removed, and the medtronic sheath was exchanged by another unknown sheath to allow completion of the procedure as planned. The result of the procedure was satisfactory. The patient tolerated the procedure.